Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
In the morning, customer's blood glucose level was too high, 20 mmol/l. Customer assumed the infusion set was clogged but the pump gave no e4 message. No adverse event alleged. A request was made for the return of the device.